Manufacturer narrative:
The cartridge is indicated as a reservoir for the delivery of rapid-acting insulin with the t:slim pump. Humalog® and novolog® have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated between the ranges of 394 mg/dl to 464 mg/dl. The mode of treatment was not provided, however it was determined that the customer had been using off label insulin (apidra). Recommendation was made that the customer consult with a healthcare provider and discuss factors that they be affecting bgs.